Manufacturer narrative:
An authorized distributer performed a checkout of the equipment and was not able to confirm the complaint of the on/off switch not working. They did note the bag/vent switch did not function as expected. The control panel assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported that the on/off switch was not working. There was no report of patient involvement.